Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue of oxygen leaking was confirmed. The reported issue was caused by leaking from supply gas pressure indicator assembly. The supply gas pressure indicator assembly was replaced to correct the issue. P300nj device passed all functional tests after repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer stated that oxygen leaked (a hissing sound was heard around the oxygen indicator). Per reporter, there was no patient involvement. Evaluation of the returned device confirmed the reported issue of leaking.